Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece device could not close anymore when used together with the lid device. According to the reporter, the battery handpiece device was deformed at the time. There was a ten minute delay in the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cover lid was damaged by changing the position of the knob without pressing the safety button. It was further determined that because a large force was applied, it was possible to change the position of the knob from ¿lock¿ to ¿unlock¿ without pressing the safety button. It was further determined that the locking mechanism defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During a subsequent follow-up with the customer additional information was obtained. The reporter clarified that a spare device was available to complete the surgery successfully. It was further confirmed that both the battery handpiece device and the lid device were deformed at the time. It was reported that there were no undesired treatment outcome and there was no patient/ user harm. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.